Event description:
During investigation of the device, it was found that the nozzle was damaged. There was no patient involvement with this issue, nor injury/adverse event.

Manufacturer narrative:
Additional information - e1 (telephone number): (B)(6). The device was returned to olympus for inspection. Based on the results of the investigation, the nozzle was observed to be damaged, which disallowed the air supply volume to meet the standard value. However, a further root cause of this damage could not be presumed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.